Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch history record, lot history, failure mode evaluation analysis (fmea), visual analysis, supplier analysis and retains analysis. A review of the batch history shows all the required process checks are complete and acceptable. There were no anomalies identified with the processing of this batch that would have affected the functional specifications of the product. A review of the lot history from 9/27/2015 to 03/25/2016 revealed trending was not exceeded. The fmea was reviewed for "disinfection time/temperature" and was within the acceptable limits. Visual analysis was not performed as the the product was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the issue was not identified as a manufacturing or functional issue. The assignable cause is failure to follow instructions. The customer initially reported the facility was processing items in cidex® opa solution at a lower temperature than the minimum requirement, 68° degrees fahrenheit. Per the cidex® opa solution IFU, high level disinfection is achieved by the disinfectant when used at a minimum of 20° celsius (68° fahrenheit) with an immersion time of at least 12 minutes. The customer stated at a later time they discovered the thermometers they were using to monitor the temperature of the cidex® opa solution were faulty and reading too low. The customer stated the cidex® opa solution was actually at correct temperature, and they are purchasing new medical grade thermometers to correct the issue. A customer letter was sent providing additional information on proper warming of the solution. The issue will continue to be tracked and trended.

Event description:
A customer reported using cidex® opa solution at a temperature below the recommended minimum temperature of 68 degrees f, and the scopes were released and used on patients. There is no reported patient injury. The instructions for use (IFU) states in order to achieve high-level disinfection, the cidex® opa solution must be at a minimum temperature of 68 degrees f. The customer was advised that soaking it for longer periods of time cannot assure high level of disinfection if the temperature is not met. This event is being reported as the scopes can not be guaranteed to have been high-level disinfected.